Manufacturer narrative:
The microsensor (ID 826631) was not returned for evaluation (as per customer, product not available) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A physician reported the tip of a microsensor (ID 826631) was caught between the space of the autologous bone and the flap seemed to be narrow, leaving only the tip transected inside the body. Sensor was removed and the tip was still inside the body. It is unknown if an x-ray was taken or what action was implemented. Patient condition is unknown.